Event description:
On (B)(6) 2011 at 08:15am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed a message 'high glucose'. On (B)(4) 2011 this medical surveillance specialist (mss) contacted the patient by phone and reached the patient's daughter: (B)(6) for additional information. The reporter stated that the issue began on (B)(6) 2011 at 6:67am. The reporter advised that her mother manages her diabetes with lantus and novolog (self adjust) dosing solely on her blood glucose readings. The reporter stated that after the patient read the meter message and thought that the meter message meant that the meter was broken. The reporter further stated that the patient was so afraid to take insulin without a reading that she decided not to administer any insulin. The reporter stated that the patient did not have money to purchase a different meter and could not get to a clinic because of no transportation. The reporter stated that four days after the issue occurred on (B)(6) 2011 at 1:30pm she became 'shaky with blurred vision and slurred speech'. The reporter stated that her mother was taken by ems ambulance where a blood glucose reading of 'hi' was taken and to an emergency medical treatment center where her glucose was tested (meter and blood glucose result are unknown) and insulin (unknown type and amount) was administered by ems. The patient reportedly felt better after treatment but was transferred to a local hospital until (B)(6) 2011. The cca noted that during troubleshooting, the patient was using expired testing strips, which can cause inaccurate readings. Replacement products were sent to the patient. This complaint is being reported due to the following conclusions: although there is no indication of an inaccurate result or a product malfunction, the patient stated she thought the meter was not functioning correctly and withheld insulin as she could not get a blood glucose reading. The patient reported that after the issue began she required medical treatment with insulin for hyperglycemia.

Manufacturer narrative:
The 510(k) # is k053529.